Event description:
The event involved a monitoring kit w/tp4, 30 ml squeeze flush and needleless valve where the customer reported that when flushing the patient's arterial line after a lab draw, blood/fluids expelled through port on stopcock used to sample blood. The event occurred during infusion but there was no patient harm but there was a delay on therapy during additional required line changed.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Manufacturer narrative:
The reported complaint of fluid expelled through the port was not confirmed. No visual anomalies were observed on all returned samples for evaluation. When the returned set was primed and pressure leak tested, no leaks were observed. The product had performed per the specifications. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified. D9 - date returned to mfg: 7/10/2024.